Manufacturer narrative:
The pump passed the functional testings including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. The pump was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in the bolus history screen. There was no delivery anomaly noted. The pump was received with normal operating currents and no unexpected off no power, low battery alarm, or blank display was noted. The pump had a cracked case at the display window corner and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the screen was blacking out when it was supposed to give her a bolus. Customer stated that the pump shuts off when it is supposed to give her insulin. Customer stated that she replaced the battery and the pump turned back on. Customer's blood glucose was 36 mg/dl at the time of the incident. Customer's blood glucose was 236 mg/dl last night. Customer stated that the reservoir had lasted about 7 days. Customer stated that the pump says it has been delivering but she thinks that it has not. Customer stated that because of her low blood glucose, she has gotten seizures and she has fallen to the floor once and bruised her face. Customer treated with a glucose tablet and orange juice. Customer has no low battery alarms only a low reservoir alert. Customer stated that this is the second occurrence of an off no power alarm without a low battery warning. Customer was advised that the pump will need to be replaced and to revert to a back-up plan.